Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed. A supplemental will be filed.

Event description:
Medtronic received information that during an aneurysm embolization procedure, upon advancement of the catheter through the 6fr shuttle sheath, the catheter was reported to have broken within the proximal section. The device was retracted and removed entirely from within the patient. There was no patient injury.

Manufacturer narrative:
The catheter was analyzed and found to be separated at the proximal end. The broken ends of the catheter exhibited damages, which indicated that the catheter separated when exceeding the tensile strength of the tubing material. No other anomalies were found. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.